Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Viscoelastic residue was observed in the cartridge. The plunger component was observed in the fully advanced position noting that the push rod was outside of the cartridge. A small quantity of viscoelastic was observed adhered to the cartridge tip. One haptic was received apart from the pcb00 device (not stuck). No manufacturing assembly error was identified in the preloaded insertion system unit. The cartridge was observed in the correct position (fully engaged into the lower body of the pcb00 device. The complaint type for ''haptic detached'' was verified. One haptic was received apart with the pcb00 device (not stuck). Based on the pcb00 device conditions and directions for use (dfu) it appears that this complaint is related to handling. There was no assembly error identified on the preloaded delivery system. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting an intraocular lens(iol), the lens got ''stuck'' in the cartridge and the haptic became detached; the iol had to be removed. In follow up it was learned that the incision had to be enlarged to remove the device. No other complications were reported and there was no patient injury.

Manufacturer narrative:
The manufacturing record review was conducted by the manufacturer. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.